Event description:
It was reported that the programmer power plug overheats. Changing the power plug did not resolve the issue. The programmer was being returned to warehouse. No adverse patient effects were reported.